Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle shield broke off. This was discovered after use. The following information was provided by the initial reporter: material no. 368607, batch no. 9099914. It is reported eclipse shield broke off while customer attempted to active locking mechanism. When completing a blood draw for a health assessment, the vacutainer safe guard broke off while I was attempting to close & dispose of the sharp. I felt a scrape across my fingertip and the safe guard fell to the floor. I immediately put the sharp in the bin, checked my glove for tears and my finger for puncture. No damage was done to either one.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle shield broke off. This was discovered after use. The following information was provided by the initial reporter: material no. 368607, batch no. 9099914. It is reported eclipse shield broke off while customer attempted to active locking mechanism. When completing a blood draw for a health assessment, the vacutainer safe guard broke off while I was attempting to close & dispose of the sharp. I felt a scrape across my fingertip and the safe guard fell to the floor. I immediately put the sharp in the bin, checked my glove for tears and my finger for puncture. No damage was done to either one.